Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8709, product type: catheter.

Event description:
Information was received from a medwatch regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump. It was reported that the pump was implanted in 2013 treat the patient's pain in their back and legs. The patient reported that from the moment he opened his eyes he felt massive pain in his stomach and overinfusion. The patient stated the doctor pushed him to have the surgery to implant the new pump despite his satisfaction with his previous pump because he allegedly needed a bigger pump. The patient had now been admitted to the emergency room (ER) three times to treat withdrawal, infections, massive headaches, stiff neck, tinnitus, sensitivity to bright lights, and increased back/leg pain. An MRI found a granuloma tumor at the insertion site of the catheter (lumbar/thoracic spine) last thursday. The infusion system remained implanted and per the patient, the doctor refused to ref ER the patient to another doctor. The patient felt the doctor sent him home to die. Medwatch: mw5067881.